Event description:
It was reported that during a procedure to treat a lesion in the circumflex (cx) artery with no calcification a 2.75x28 mm rx xience pro stent delivery system (sds) was advanced and the stent dislodged in the cx lesion. Reportedly, no pre-dilatation had been performed and the physician suspected the stent may have had some friction in the lesion causing the stent dislodgement. The sds was withdrawn from the patient anatomy without resistance. A non-abbott stent was implanted to crush the stent to the vessel wall and successfully treat the target lesion. The patient was doing fine and there was no reported adverse patient sequelae. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported stent dislodgement was confirmed. The physical resistance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
Subsequent to the previously filed reports, additional reported information indicates that the balloon only partially inflated to 4 atmospheres which caused the stent to be partially expanded and when the physician tried to retract the stent delivery system with the balloon that could not be inflated any more, the stent dislodged from the balloon.

Manufacturer narrative:
(B)(4). No pre-dilatation. The xience pro is currently not commercially available in the us. The product code listed and the PMA# are based on the predicate device (xience v) and is therefore similar to a device sold in the us. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The reported inflation issue was confirmed.